Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a patient being unable to read at near following an intraocular lens (iol) implant procedure. The patient has good distance vision, (20/20) but cannot read at near even with corrective lenses.

Manufacturer narrative:
Product evaluation: mentor action was taken by phone call placed to the doctor. It was explained that this clinical situation (excellent distance vision but poor near vision) is usually caused by a patient that has a resting pupil that is larger than the central apodized diffractive optic of 3.6 mm. In these instances when they go to read, the ¿wishbone¿ energy curve distribution of the iol shifts the incoming light to the distance image and this is why the near vision is typically poor. Almost all these patients improve with low-dose pilocarpine as the pupillary constriction increases depth of focus and also shifts the energy distribution curve to a point where more light is going toward the near image. They usually will use the pilo for 12 weeks and can discontinue it after that point.